Event description:
The customer reported via telephone having a broken belt clip. The customer reported having a blood glucose value of 470 mg/dl, and stated that she treated while at the doctor's office with a manual bolus delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.